Manufacturer narrative:
The device was returned on (B)(4) 2015 in a (B)(4) plastic bag inside the original zimmer surgical shelf carton. Visually the hand-piece displayed no obvious defects or damage. The battery terminal displayed deformation on the top and sides. The device did not function in high or low speed mode when the trigger was manipulated. The battery pack was opened and it was discovered that all of the batteries had self-discharged, overheated, split open, and leaked out causing corrosion on the battery terminal. The damage to the terminal contacts in the battery pack was extensive. The customer's reported event was confirmed. The device did not operate upon receipt. The cause for the device failure is the depleted batteries due to a catastrophic short. The true root cause of the battery shorting is unknown. A review of the zimmer surgical manufacturing, packing and inspection processes denotes no systemic issues indicative to this type of failure. The review of the DHR noted no issues with the assembly of this production lot of parts. There were no internal zimmer non-conformances for the battery lot initiated at incoming inspection or from the manufacturing area. In addition, each pulsavac device is functionally tested multiple times at assembly. The most likely cause for the shorting and battery self-discharge is due to environmental conditions in storage. Storage of batteries in hot and humid conditions over time can cause the battery to fail. Additionally, a failure of a single battery may cause some or all of the remaining batteries to discharge due to a short in the power circuit.

Event description:
It was reported that the zimmer pulsavac plus didn't work at the beginning. There was no patient harm or delay reported, and the procedure was completed with an alternate device. During device evaluation it was observed that the batteries had self-discharged, overheated, split open, and leaked out causing corrosion on the battery terminal.